Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's nurse practitioner (np) stated that the patient was sleeping, and the patient wife saw him seizing. The patient's wife called the paramedics and when the paramedics arrived, they administered the patient with glucose and intravenous (IV) therapy. The patient had recovered from the treatment and did not go to the hospital. It was indicated that the patient was not alerted by the g5 mobile application at the time of event and resulted in a hypoglycemic event. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. The reported event of no audio for low alert on the g5 mobile application could not be confirmed via data. A root cause could not be determined.